Event description:
The pt reported blood has "gushed" out the last 2 out of 3 times he has removed his insulin infusion headset. He stated he has had pain at the site when inserting the headset. He said, he has more trouble on the right side of his stomach due to scar tissue on that side. Alternate sites were discussed with the pt. A guide to infusion site mgmt was sent to the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.